Manufacturer narrative:
The field service engineer found residual water in the cuvettes which he resolved and performed preventive maintenance. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable hemoglobin a1c results from the cobas 6000 c501 module. The initial result was 8.4%. The doctor requested repeat testing. On (B)(6) 2023, the repeat result was 5.1%.

Manufacturer narrative:
The investigation is ongoing.